Manufacturer narrative:
(B)(4). Batch # p57118. Device evaluation: the analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. No reload was received with the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event. What does it mean that the device was "unplugged" as this is a manual device and does not plug in. What was the issue with the firing knob as you stated the "trigger can't work". Was the firing knob not able to be advanced (would not fire or locked out)? Was the firing knob detached (broken off) from the device? Please provide further detail of the event.

Event description:
It was reported that during an unknown procedure, the nurses unplugged the equipment before use and detect that the trigger can't work. There were no patient consequences reported.